Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter and an irrigation issue occurred during the procedure. The catheter was no longer irrigating towards the end of the procedure when the physician was attempting to re-insert into the patient¿s body. The catheter was flushed manually and with the pressure bag but the catheter did not irrigate. The catheter was replaced and the procedure was continued. There was no patient consequence reported.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-jun-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter. The catheter was no longer irrigating towards the end of the procedure when the physician was attempting to re-insert into the patient¿s body. The catheter was flushed manually and with the pressure bag but the catheter did not irrigate. The device evaluation was completed on 02-jul-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found bent inside the tip. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The bent could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).